Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. As such, surgical intervention took place to revise the lead. During the procedure the lead was damaged by bovie. In turn, the lead was explanted and replaced to address the issue. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.